Manufacturer narrative:
Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a blank flashing white display. Unable to perform the sleep current measurement test, active current measurement test and self test due to blank flashing white display. Unable to download pump traces and history file using thump due to a blank flashing white display. Pump was cut open to perform visual inspection and found severe corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. A blank flashing white display was confirmed due to severe corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. Cosmetic damage was confirmed at the back (battery compartment) of the pump during analysis. Unable to perform the required testing, download pump traces and history file using thump due to a blank flashing white display. A blank flashing white display was confirmed due to severe corrosion on the pcba 1 and pcba 2. During visual inspection, severe corrosion was also found on the force sensor and motor assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), exposed to moisture, flashing white display. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported that pump was exposed to moisture. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the lcd, or customer reports hearing fluid when shaking the pump. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported a flashing or solid white screen. Customer confirmed that screen is not displaying a flashing medtronic logo. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.